Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believes there was a problem delivering a bolus. No reported adverse impact to the customer's blood glucose. The customer declined to troubleshooting or provide further information regarding the event with tandem technical support.